Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error during priming. Blood glucose level at the time of the incident was 124 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to rewind the device. Displacement test was performed and passed. The insulin pump was not replaced nor returned for analysis.